Event description:
On (B)(6) 2010, patient reported the infusion device would not turn on. This occurred on (B)(6) 2010. Patient was using the correct type of battery. Battery was changed 3 weeks ago and battery cover was never changed. Patient changed the battery, but the infusion device still did not turn on. Patient then changed the battery cover and the infusion device turned on as expected. Verified alarm history and patient did not receive low battery (a2) alert or battery depleted (e2) error. Infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.